Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received about the trialing period. Patient reported the only time they feel the stimulation is when they increase it high and it feels like it shocksthem. It makes their legs hurt. Patient reports the previously reported headaches and they turned it off at first. Patient also reports problems with their bowels since the evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was in a lot of pain in their back and legs. It was noted the patient had a history of leg and back pain and had multiple back surgeries in the past; however, it had gotten worse since the evaluation started. The patient decreased stimulation to 0.0 to see if stimulation was the cause of the discomfort, but was still uncomfortable. The patient also had a headache and slept a lot the first day. Additional information was received. The patient saw a lot of improvement up until tuesday, and since then improvements had stopped. The bad smell in the patient¿s urine was back as well and they were not able to void as much as they were able to on sunday and monday. One of the incisions had a big ¿knot¿ in it and it was painful. The patient had a dull headache. Additional information was received. The patient had experienced several issues, and had been tired and not able to sleep much due to being uncomfortable. The patient still got headaches and had to turn the device off for periods at a time to relieve headaches. The patient¿s back had been inflamed and the area around the incision was white and there might be pus, but the patient was unsure because they could not see their back. The patient had several spots around their body that were numb, and their vagina was one of those areas; it was noted this was an issue prior to the evaluation. The patient did not feel good today and was nauseous. It was unknown if the issues were resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.